Manufacturer narrative:
Event date is unknown. Expiration date: 31-dec-2018. (B)(4). Explant date is not applicable as revision surgery is not scheduled. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record review was performed for the subject device lot number 7504371. Manufacturing location: supplier (B)(4). Packaged by: (B)(4). Date of manufacture: 31-jan-2014. Expiration date: 31-dec-2018. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on (B)(6) 2014 for a procedure using the radial head prosthesis (rhp). Patient was implanted with one (1) radial head implant and one (1) radial stem implant. On an unknown date post-operatively, the rhp device was observed thru x-ray as being loose. Also, patient is reported to have osteolysis around the bone and implant. Revision surgery has not been scheduled. Surgeon is waiting for patient decision. No other information is available at this time. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall updated. Device was used for treatment, not diagnosis statement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.